Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: one radiographic jpeg image provided for evaluation. No name, date, or demographics on the image. Cannot manipulate the image in any way. (Window leveling, rotating, etc.) Cannot provide diameter or length measurements with jpeg images. Tiny radiographic jpeg ¿case report¿ image is magnified for review on this evaluation. There appears to be some contrast outside the proximal end of the implanted devices. Probable proximal type I endoleak with available image. There is an aortic extender present within the proximal trunk (3-long radiopaque markers). Possible covered renal artery. There appears to be decreased flow in what appears to be the left renal artery. Cannot confirm which device is more proximal or if there was any proximal migration of the device after deployment, with available image. With the projection provided for evaluation the main body trunk (3-short radiopaque device markers) appears to be more proximal than the aortic extender. Cannot visualize a vbx stent on this image. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis. The final angiography showed a minor type ia endoleak but no treatment was needed. The patient tolerated the procedure. On (B)(6) 2026, the most proximal aortic extender moved proximally and the left renal artery was partially covered by the device. Blood impairment was noted. A reintervention was performed and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was placed in the left renal artery. A vascular dissection from the distal end of the vbx was confirmed. No treatment was given for the dissection. The patient was under monitoring.